Event description:
Lead removal surgery performed. An attempt was made to remove the ICD lead, however, the lead did not retract any screws. The laser sheath did not advance with the coil, and a snare was used, but could not be removed. It was believed that the adhesion with the a lead might be the cause, so the a lead was also removed. The lead tip came off and removed during use of the mechanical sheath and the evolution without retracting the screw. At that time, hypotension and cardiac tamponade were observed, so drainage was performed. Subsequently, the blood pressure stabilized, so removal of the ICD lead was initiated; however, the blood pressure decreased again, so pcps and thoracotomy were performed. The ICD lead was manually removed via thoracotomy. The ICD was also explanted. Followed up in the ICU after surgery. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).